Event description:
On 10/7/96, a surgery was performed in which the subject device was implanted. On 2/28/97 it was found that the device had fractured. Later another surgery was performed in which the device was removed.